Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with a different device. There were no patient complications nor injuries reported. The patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were copious amounts of blood and contrast present in the manifold of the device. There was contrast and blood in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was visually and microscopically examined. There were copious amounts of blood and contrast present in the manifold of the device. There was contrast and blood in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. Given the leak in the manifold, the hypotube was cut during analysis by cis investigator to verify if the balloon was capable of inflating or would present damage. From the separation, the distal end of the device was connected to a toughy and prepped with an inflation device filled with water to inflate the device to the rated burst pressure. At 13mm from the tip of the device, there was a pinhole in the balloon. The device failed to inflate to rated burst pressure. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with a different device. There were no patient complications nor injuries reported. The patient status was good.